Event description:
It was reported that the insulation resistance was out of spec. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
The product has not been returned to the MFR for eval.